Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in europe: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Associated products: medical product: g7 bonemaster ltd acet shl 58g. Catalog no.: 010000706. Lot no.: 3786916. Medical product: g7 hi-wall e1 liner 36mm g. Catalog no.: 010000937. Lot no.: 3761000. Medical product: tprlc 133 fp type1 bm ho 13.0. Catalog no.: 51-111130. Lot no.: 3647752. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient experienced an intermittent, sharp pain below the waist toward right hip joint which is exacerbated by sitting. The patient was treated with medication.

Event description:
It was reported that the patient experienced an intermittent, sharp pain below the waist toward right hip joint which is exacerbated by sitting. The patient was treated with medication.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: product has not been returned for evaluation. X-rays have not been provided. Medical notes have been provided, however, no records provided to review that correspond with the reported event. The investigation has been limited to the information provided (including medical notes), a review of the device history records, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of complaint history identified additional similar complaints for the reported item number and one additional complaint for the reported item and lot combination. The additional complaint for the same item/lot combination is for an unrelated event. This device is used for treatment. The implants used have been confirmed to be compatible. These part and lot combinations are not associated with any recalls at the time the search was conducted. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event cannot be determined with the information provided. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device remains implanted.